Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. Fse performed a gravity compensation calibration and verification for both master tool manipulators. No parts required to be replaced. Following service, the system was tested and verified as ready for use. A review of the site's complaint history revealed patient identifier (B)(6) (same issue, but on a different date). No image or procedure video was provided for review. A review of the site's system logs for the reported procedure date was conducted by intuitive surgical, inc. (Isi) technical support engineer (tse) and investigation revealed no system errors. Additional logs confirmed system sl0165 was used on (B)(6) 2022 for a other thoracic procedure. This complaint is considered a reportable event due to the following conclusion: it was alleged that the left master tool manipulator moved with unintuitive motion/drifted. Poor usm control could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, there was a drift experienced with the left master tool manipulator (mtm). The surgeon indicated the issue occurred once he removed his arm from the mtm. The surgeon also indicated that the universal surgical manipulator (usm) 1 drifted approximately 1 centimeter. This issue occurred again the following day (refer to patient identifier (B)(6)). The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found nothing related to the reported behavior. The procedure was completed with no patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.